Manufacturer narrative:
Please note: the event date of 01/01/2021 is used as the event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to an infection. The ipp was explanted and not replaced on an unknown date. Six months after the ipp was explanted the patient had a new ambicor penile prosthesis (app) implanted.